Event description:
Pump was reported to suddenly increase flow rate from 60ml/hr to 426ml/hr without alarm during an infusion of sintocinon. No pt injury resulted and no medical intervention was required.